Event description:
Customer reports to have high blood glucose of 407 mg/dl and is feeling very ill. Customer states that insulin pump was not delivering. Customer declined offer to send an ambulance as her spouse was on his way to take her to the hospital. Customer requested to have a representative from medtronic call her back in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).